Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion. It was reported that intra-operatively the tip of the screw driver was broken. The procedure was completed without the use of the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Description event problem information has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The driver was in the patient when it broke. No parts were left in the patient as it was removed with tweezers. The procedure was completed with a non-navigated screwdriver without navigation.